Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient needed to have a revision on his shoulder. Original dos (B)(6) 2019 for a total shoulder. Per the patient, he was swatting a fly and the plastic piece of the glenoid detached in his shoulder. The revision case was (B)(6) 2020. An ar-9121-03 and the stem (unknown part #) were removed. The case was converted to a reverse shoulder, a 42 glenopshere and cup were implanted. Patient is male, (B)(6) years.

Manufacturer narrative:
Complaint confirmed as the device was explanted and returned. Slight damage was observed on the locking pegs but the cause of the event is undetermined.

Manufacturer narrative:
Complaint confirmed as the device was explanted and returned. Slight damage was observed on the locking pegs but the cause of the event is undetermined.